Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during use, the camera head lens int sys connection was going in and out, screen goes black when it happened. The malfunction was solved with no significant delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted residue on the connector contacts. Functional evaluation revealed the device was not recognized when plugged in. The complaint was confirmed. The instructions for use (IFU), provided with the device, contain the following warnings and precautionary measures related to proper use of the device, including but not limited to: the product must be cleaned and sterilized before every subsequent use; use only neutral ph cleaners to decontaminate the camera head. Non-neutral ph cleaners may cause residue buildup, which may cause interference in the video output. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.